Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed as product was returned and visual evaluation of the returned stemmed tibia provisional instrument exhibits signs of repeated use (nicked or gouged) and is cracked. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. The root cause of the reported issue was due to repeated use of this instrument over six years of field life; which causes wear and tear to the instrument and led to the fracture. Per package insert instrument/ provisional use, care and sterilization), inspect all instruments/provisional carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, upon impacting the trial tibia, it fractured. There is no additional information at this time.